Event description:
It was reported that the insulin pump alarm motor error. The blood glucose reading was 215 mg/dl. Customer did not remove the insulin pump during a MRI. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump failed the displacement test. Motor error alarm during rewind due to out of phase motor encoder signal. Unable to confirm error alarm due to motor error alarms during rewind.